Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection identified that the anchor of the suture anchor, biocomposite pushlock® 4.5 x 24 mm was broken off, and the eyelet was not returned with the device. No problem was found with the driver for 3.5mm bio-pushlock. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex's employee via email that for 2 units of ar-1922bc, suture anchor, biocomposite pushlock® 4.5 x 24 mm, both its anchor broke during insertion. The 1st unit of ar-1922bc's anchor broke during insertion and another ar-1922bc was changed to but the same issue happened. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1922bc. There was no patient harm and no secondary procedure needed.